Event description:
Procedure type: thoracoscopy. According to the reporter: the reducer was placed on the mini step. The 3mm instrument was inserted in the reducer. The inner core of the reducer broke out and went into the pt cavity. No pt injury was reported. No additional info at this time.

Manufacturer narrative:
Date initial report sent: 08/05/2009. User facility reported this incident to the FDA.